Manufacturer narrative:
The customer created new treatment plans for patients due to the extended treatment delay. They began treating patients again on the (B)(6) 2025.

Event description:
See completed (B)(4).

Manufacturer narrative:
Customer reported on the 19th of december, 2024 that their aria server was not booting up, following a power outage on the (B)(6) 2024. System went down on (B)(6) 2023, this caused treatment delay for at least 2 weeks. There is no claim of direct injury to any patient, but treatment interruption for greater than two weeks has the potential to decrease efficacy of radiation treatment.

Event description:
Customer reported on the 19th of december, 2024 that their aria server was not booting up, following a power outage on the (B)(6) 2024. System went down on (B)(6) 2023, this caused treatment delay for at least 2 weeks.